Event description:
New information received notes that the patient did not experience any adverse event due to backup. The patient was in stable condition during and post-procedure. The patient was discharged without incident.

Event description:
It was reported that device was found to be in backup vvi with hv therapy disabled during follow-up in clinic. Attempts to restore the device were unsuccessful. The cause of backup vvi was undetermined. Device was explanted and replaced.

Manufacturer narrative:
The reported field event of a reset was confirmed. The device was received in backup vvi operation. The device image was found to be corrupt and the cause of the reset remains undetermined due to the lack of information. The device was tested on the bench and no anomalies were found.